Event description:
It was reported by the clinician that the arm of the catheter "fell off" during use. In 2008, received additional info from hosp. The catheter was never used. The catheter was being flushed during pre-test when the side arm disconnected.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.